Event description:
It was reported that approx six (6) to seven (7) days after insertion of one (1) size 6 dct, disposable cannula low pressure cuffed tracheostomy tube pt experienced trachea discomfort. The 6dct device was removed where to was observed that the cuff was "bunched up" and would not fully deflate. A second 6dct device was inserted with no problems. The 6dct device was tested prior to insertion where no problems were detected. There was one (1) pt involved with no reported pt compromise. The 6dct device was discarded and as such will not be returned to the MFR for analysis and investigation.